Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "partially unwrapped balloons. Balloons wouldn't inflate to 2in. Staff had to manually inflate balloon". No additional information is available from the customer.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "partially unwrapped balloons. Balloons wouldn't inflate to 2in. Staff had to manually inflate balloon". No additional information is available from the customer.